Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this implantable cardioverter defibrillator (ICD) device revealed the charge times had increased from 18.7 seconds to 22 seconds. Monitoring voltage is within middle of life range. Due to the increased charge time, a device replacement procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted. When the device has been replaced and returned, analysis will be performed and this event will be updated.

Event description:
Additional information was received that at a later date, this device was removed and returned for analysis.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.